Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that after preparation of the tibia for a stemmed tibial implant with an offset stem extension, the implants did not sit as expected in the bone.